Event description:
The healthcare professional reported injecting evolysse smooth into the lips of a patient. The patient experienced lumps in the lips. However, it was reported that the patient's symptoms have now resolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. However, it was noted that the practitioner did not follow the instructions for use regarding the recommended injection site. Eus: (B)(4).